Event description:
It was reported by the getinge field service engineer (fse) that during installation of the device, the cardiosave intra-aortic balloon pump (iabp) had electrocardiogram (ECG) input broken. There was no patient involvement or harm reported. Faulty part was replaced and installation was completed, product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.